Event description:
The customer reported that the insulin pump was not delivering insulin. Troubleshooting was performed. The customer was disconnected and programmed a bolus. The insulin pump delivered a bolus, but the insulin did not exit. The customer stated that the insulin pump did not alarm. The customer stated when the infusion set was disconnected from his body, insulin spilled out of the infusion set tubing. Advised the customer of possible occlusion at his infusion site. Troubleshooting was performed. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.